Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, when positioning the insert, it would not seat into the tibial base and this generated a tibial base deformity.